Manufacturer narrative:
Device has been returned. Root cause determination is pending results of the investigation.

Event description:
User reported that the level sensor did not trigger an alert to indicate a lack of fluid. This is considered a reportable event as there is potential for serious patient harm to occur if the reservoir were to empty without the user realizing. There was no patient harm in this instance.

Manufacturer narrative:
Investigation was unable to replicate the reported event; however, due to potential intermittent issues, sensor was scrapped.

Event description:
User reported that the level sensor did not trigger an alert to indicate a lack of fluid. This is considered a reportable event as there is potential for serious patient harm to occur if the reservoir were to empty without the user realizing. There was no patient harm in this instance.

Manufacturer narrative:
Investigation is awaiting return of the device.

Event description:
User reported that the level sensor did not trigger an alert to indicate a lack of fluid. This is considered a reportable event as there is potential for serious patient harm to occur if the reservoir were to empty without the user realizing. There was no patient harm in this instance.